Manufacturer narrative:
Concomitant medical products: 97702 pain stim ipg implant date: (B)(6) 2018; 977c165 pain stim lead implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the health care professional "left a wire loose" when implanting the implantable pulse generator (ipg) system. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.